Manufacturer narrative:
(B)(4). Date sent: 1/6/2020 h10: corrected data = h1 additional information requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? No, it is peel off partially from the device only. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The following information was requested, but unavailable: is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that during the procedure lap pt catheter + omentectomy in peritoneal dialysis, harh36 was opened for the omentectomy. Within five minutes, after a few activations, the tissue pad dissolved and detached from the jaw. Another harh36 was opened and the procedure was carried forward with no delay. No patient consequences were reported. It's unknown whether any additional medical intervention was required, or whether any fragments were generated and removed easily without intervention.